Event description:
It was reported that (1) device was used during an unknown perocedure. It was reported by the affiliate that the tct75 instrument only cut and stapled 2 cm. Another instrument was used to complete the case. There was no consequence to the pt.